Event description:
It was reported the customer received a battery out limit alarm on their insulin pump. Customer also stated there was a black dot in the center of their insulin pump's screen. Customer's blood glucose was 212 mg/dl. It was also found the customer was almost hospitalized due to high blood glucose. The customer stated the battery out limit alarm occurred after a battery change. Advised the customer this was normal insulin pump behavior. Customer was advised to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)